Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted : (B)(4).

Event description:
Dexcom was made aware on 09/12/2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.

Manufacturer narrative:
(B)(4). Please disregard all information that was reported in the initial MDR for report number 3004753838-2018-119910 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2018-119909.